Manufacturer narrative:
(B)(4). Concomitant devices - nexgen rotating hinge knee femoral component size c right catalog #: 00588001302 lot #: 61432537, nexgen rotating hinge knee nonmodular precoat tibial component size 2 catalog #: 00588000202 lot #: unknown, nexgen offset stem extension 13mm x 100mm catalog #: 00598802013 lot #: 61535394, nexgen distal femoral augment block size c 20mm catalog #: 00599003324 lot #: 60847808, nexgen distal femoral augment block size c 20mm catalog #: 00599003324 lot #: 61327502. Report source - foreign: australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision of the articular surface component to address instability approximately eleven (11) years post-operatively.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 visual examination of the provided pictures shows bearing with sign of being in-vivo. However, further evaluation cannot be performed because the product was not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: bilateral total knee arthroplasties with possible malposition of the table component on the left and possible dislocation of a hinged prosthesis on the right. A definitive root cause cannot be determined. Per package insert, instability is known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.